Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020- 03450. Related manufacturer reference number: 2017865-2020- 03459. It was reported that patient presented to the clinic with redness on the skin in the pocket area due to infection. The pulse generator, the right ventricular and the atrial leads was explanted; there were no adverse consequences to the patient.